Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter (B)(4).

Event description:
It was reported that the patient was to be admitted for an overnight stay at the emergency room due to confusion. The healthcare professional (hcp) was unsure whether the symptom may be pump-related at this point, but thought it was possible it was due to some oral medication that the patient may have taken. The reporter had a programmer and read the pump event logs which did not have any motor stalls or anything unusual noted. The patient's pump was intended to infuse bupivacaine and morphine. Additional information was requested to determine any other interventions or patient outcome could be determined.